Manufacturer narrative:
An event of device patient-device incompatibility (implant-related tissue damage) was reported with patient effects of pericardial effusion. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility (implant-related tissue damage) was reported with patient effects of pericardial effusion could not be determined. A prolonged hospitalization and unexpected medical intervention (pericardiocentesis) were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a torqvue 45 x 45 delivery system. There was pericardial effusion (pe) noted prior to procedure. The patient's activated clotting time (act) levels were 350s and 8000 units of heparin was given. The eft atrial pressure at time of procedure was 12mmhg. The amulet was implanted after some difficulty due to left atrial appendage (laa) had only 11 mm depth and had 2 lobes. The amulet partially recaptured 3 time and implanted. Ten minutes after the procedure, it was noted that the pericardial effusion grown from 2 mm to 6 mm. The physician mentioned the cause of pe was amulet device. The patient went through a pericardial puncture to drain the blood and the patient is reported recovering and still hospitalized.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was implanted. Ten minutes after the procedure, a pericardial effusion was noted. The patient went through a pericardial puncture to drain the blood and the patient is reported recovering and still hospitalized.